Event description:
It was reported that the patient received inappropriate therapy due to false sensing on the ventricular channel. Damage was noted on the lead during replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The insulation was abraded and the blue cables were exposed. The outer insulation and the ptfe insulation of the blue sensing coil were damaged, and the sensing coil was exposed. It was noted I n the complaint that the lead was not fixed with a suture sleeve, but was fixed directly on the lead itself. The damage was found in the area where there was no sleeve and it is believed that the damage caused the short circuit between the rv shock coil l and the sensing coil, resulting in the false sensing as reported in the field.